Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported an animal underwent a veterinary procedure on (B)(6) 2018 and suture was used. The suture separated from the needle at the swage. A like device was used to complete the procedure with no patient consequences reported.